Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a damage in the knife track. The device was returned with loose material. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The damage to the insulation appeared like melting. The loose material returned has the appearance of the model insulation of the device. It was reported that the device was difficult/impossible to close and the jaws were difficult to open. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of insulation damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Keep the instrument jaws clean. Build up of eschar may reduce the seal and cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy resection, the device had problem with opening and closing of the jaw and the tip of the jaw was broken off after cutting patient¿s appendicitis when a slightly thicker plexus was burned at the end and after burning during a bipolar output. The knife blade was extended. A whitish foreign object substance (petri dish contents) was attached to the tissue side (nerve plexus) when it was removed from the jaw. Broken piece was removed from the petri dishes as usual. Another device was used appropriately with the same generator. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was damage in the knife track. The device was returned with loose material. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The damage to the insulation in the knife track appears like melting. The most likely root cause for the insulation damage is a thermal event due to misuse. The loose material returned has the appearance of the a model insulation of the device. It is possible the cutting blade caused additional damage when moving through the already damaged knife track. It was reported that the device was difficult/impossible to close and the jaws were difficult to open. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device component was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of insulation damage that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Keep the instrument jaws clean. Build up of eschar may reduce the seal and cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.